Event description:
A customer reported that the intracavity v6-2 probe was leaking fluid. The probe was associated with the affiniti 30 ultrasound system at the customer¿s site. The issue was discovered outside of clinical use and no patient or user was harmed as a result of the issue. The customer was provided with a replacement probe to address their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.